Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging the presence of organic compounds in the circuit was detected. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation, there were no particles observed in the device and no evidence of foam degradation was found. There was dust and dirt found in the device. The device was scrapped.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.